Event description:
It was reported that prior to implantation, the implantable cardioverter defibrillator exhibited rf telemetry anomaly and the device could not establish communication with the merlin programmer. The programmer was rebooted and a different programmer was used to interrogate the device, but the issue was not resolved. The device was not used.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-00168, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).